Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Evaluation of retention sample from lot 120181f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch recordc071649.s were reviewed and no deviations identified. No similar reports for lot 120181f. Add'l info was requested from consumer: 08/08/2007 (2), 08/10/2007, 08/29/2007, and 8/30/2007. Add'l info was provided by consumer on 08/10/2007.

Event description:
A consumer reported her daughter was diagnosed with "pseudomonas spp infection" by an eye specialist after using most of a sample bottle of this product. The consumer stated a culture was obtained from the cornea which tested positive for the infection. She states, the specialist treated her daughter with ocular antibiotic and lubricating medications every two hours for two weeks. Her daughter indicated to her that she had difficulty seeing as though she were looking through frosted glass. The consumer reported the pseudomonas spp completely resolved and her daughter's vision is returning to normal. However, she does have a peripheral corneal scar which does not affect her vision, per consumer. The consumer indicated her daughter was initially examined by another physician who diagnosed "pink eye" and treated her with an ocular antibiotic medication. Two days later, the condition worsened so they visited the eye specialist. She declined to provide physician info.